Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary. As reported, during a soft ureteroscopic lithotripsy the basket of a ncircle tipless stone extractor separated. The extractor had been inserted into the patient and opened when the basket separated within the patient. The basket was removed using lithotomy forceps. Another new device was used to complete the procedure. No portion of the device was left in the patient. The patient did not required any additional procedures or prolonged hospitalizations. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one ncircle tipless stone extractor. The device was returned with the handle in the closed position and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured approximately 2.5 cm in length. Function test determined the handle does not actuate the basket formation. The basket detached from the coil assembly when attempting to actuate. The length of the detached portion from the distal tip of the basket sheath measured 2.1 cm. The length of the basket sheath measured 110.5 cm from teh distal tip of support sheath to the distal tip. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows one other complaint associated with the complaint device lot. The two complaints were not related, as the previous complaint did not involve any broken wires as this complaint did. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have had the basket assembly separated from the basket assembly. The basket wires that secure the basket to the handle were broken just proximal of the basket cannula. The most likely cause for the broken wires is that excessive force was applied to the device during use, however the provided information stated that there any aspect of the procedure that required force to be applied to the device. The cause for the separated basket could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a soft ureteroscopic lithotripsy the basket of a ncircle tipless stone extractor separated. The extractor had been inserted into the patient and opened when the basket separated within the patient. The basket was removed using lithotomy forceps. Another new device was used to complete the procedure. No portion of the device was left in the patient. The patient did not required any additional procedures or prolonged hospitalizations. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence